Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent the removal of nail and associated devices. The patient was revised to a distal femur plate, three (3) locking screws and one (1) cortex screw. On an unknown date, the hospital confirmed that the four (4) screws had become broken. It was noted the patient had a delayed union. The patient was scheduled for re-operation on (B)(6) 2019. In the re-operation, the surgical plan is to insert additional screws and cables and perform grafting of vascular pedicle free fibula flap. The results of the secondary revision are unknown. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: complaint is confirmed as we are able to confirm complaint description (4 broken screws) based on the received pictures. H3, h4, h6: a device history record (DHR) review was conducted: part: 413.336s, lot: l810574, manufacturing site: grenchen, release to warehouse date: 14 march 2018, expiry date: 01 march 2028, lot l810574 was manufactured from blank 413.336.999 lot 2542855, manufacturing site: grenchen, supplier: (B)(4), release to warehouse: 10 nov 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.